Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, an ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the index procedure included a snorkel of the renal arteries which is outside the indications for use for the ovation device. The 1 month follow-up CT scan showed the presence of the type ia endoleak. A secondary procedure was performed to place a non -endologix (palmaz) stent at the level of the sealing rings successfully resolving the endoleak. As of the date of this report there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.